Manufacturer narrative:
Other was selected as device was discarded at facility. (B)(4).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of aortic dissection using gore¿ tag¿ conformable thoracic stent graft with active control system. Gore¿ dryseal flex introducer sheaths was used for access. After percutaneous transluminal angioplasty was performed in the left narrow access site (vessel lumen was about 6mm), 22fr sheath was inserted. Tgmr373720j was deployed below the left subclavian artery, and a proximal type I endoleak was observed. During the touch-up ballooning, the device moved to the distal side approximately 1.5cm. A leak remained, but no further treatment was performed. Access angiography showed a dissection of the left common iliac artery. The dissection was decided to be monitored. The patient tolerated the procedure.